Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed heard chattering noise from circulation pump of the arctic sun device. Biomed dissembled pump from motor and observed that the bearing showed signs of seizing when shaft was spun by hand. Biomed performed visual inspection and determined that the ac cca card and power module had degraded due to electrical overstress and would be replaced preventatively. Per procedure, the control panel coin cell battery had reached an age of or beyond 2 years old and required replacement. It was also stated that the arctic sun device failed the chiller efficiency test.

Event description:
It was reported that the biomed heard chattering noise from circulation pump of the arctic sun device. Biomed dissembled pump from motor and observed that the bearing showed signs of seizing when shaft was spun by hand. Biomed performed visual inspection and determined that the ac cca card and power module had degraded due to electrical overstress and would be replaced preventatively. Per procedure, the control panel coin cell battery had reached an age of or beyond 2 years old and required replacement. It was also stated that the arctic sun device failed the chiller efficiency test.

Manufacturer narrative:
The reported issue was confirmed. The device was evaluated and the reported issue was confirmed as it was noted that cca card and power module had degraded due to electrical overstress. Replaced the cca ca card. Per business requirements, this unit will be converted through service from an intrepid device arctic sun 5000 (50000000e) to an arctic sun 5000, loaner unit, (5000-00-00l). Software will be upgraded. "Investigational device" labels and intrepid labels will be removed from the device. New loaner labels to be printed and added to the unit. Replaced the mixing assembly, replaced coin cell. Copy of intrepid labels added to the work order. New labels printed and added to the unit. Completed all applicable updates. Performed a functional check and pre-cal the device after the repairs. Placed on automated calibration and test system (acats). Passed automated calibration and test system (acats) and document testing. Performed an electrical safety test. Passed electrical testing and documented testing. Completed the final inspection. Fluid delivery line (fdl) passed all leak and pressure tests and is free of damage or defects. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device history record review was not performed. Labeling review is not required because labeling could not have prevented this issue. The actual/suspected device was inspected.